Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 380 mg/dl. The customer was treated for high blood glucose with the pump. The customer was offered to troubleshoot for high blood glucose but declined. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 240 mg/dl. The customer stated half of the rim is missing on the reservoir chamber. The customer's mother is unsure how the damage occurred on pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime and no delivery tests. However, the pump gave a motor error alarm during the occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump had a broken reservoir tube lip, and minor scratches on the display window.